Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the nurse tried to initiate rinseback and return the pt's blood. The nurse was not able to enter rinseback and terminated the treatment without returning the pt's blood, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. Treatment data log files were reviewed and indicate that rinseback could not be initiated because the nurse was pressing the wrong key. The user's guide provides adequate instructions for performing rinseback. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.